Event description:
An intermittent force sensor connection and high resistance force sensor were observed during the investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the force sensor was found to be out of calibration. Eval revealed a dislodged display screen and partially dislodged force sensor pins.